Event description:
Customer reports that the hourglass and "8" in the 100's spot of the result display appear on the screen; nothing else shows up on the display while using the advantage system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.